Event description:
In 2009, the pt reported she receives occlusion errors on her insulin infusion device when she boluses more than 2 units of insulin. She said she has also had fluctuating blood glucose readings from 37 mg/dl to 426 mg/dl with her normal range being 70-200 mg/dl. The patient received an occlusion error during the report although she said she has not been receiving occlusions during her basal delivery. The pt disconnected from her headset and bolused 2 units through the tubing without error. She stated she was at work and did not have any extra headsets so, she declined changing her headset at this time. She said she did not have any specific info with her on the infusion set. She stated the day prior, she had a morning blood glucose reading of 92 mg/dl and felt fine but at noon her reading had increased to 426 mg/dl. Symptoms were dry mouth and feeling "elevated." She bolused 5 units without error, and 2 hours later, her reading was 330 mg/dl. She tried to bolus (no amount provided) and she received an e4 which she cleared. At 5:30 pm, she injected 6 units of insulin via syringe and at 7 pm, her reading was 37 mg/dl. Symptoms of low blood glucose was feeling "confused and less focused." She drank orange juice and ate candy and 1 hour later her reading was 113 mg/dl. At bedtime, her reading was 130 mg/dl and her reading this morning was 170 mg/dl. She tested mid-morning and her reading was 240 mg/dl and, when she tried to bolus, she received an occlusion error which she cleared. The pt was sent courtesy infusion sets and a guide to infusion site management. On follow up with the pt, she gave info on the infusion set lot number and expiration date which was 2007. She stated she is doing well. Product was replaced and requested to be returned for evaluation.